Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was confirmed/reproduced during incoming device evaluation assessment (idea). Visual inspection found a corroded processor board as assignable cause. The processor board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. This was found in the biomed department. There was no patient involvement. No additional information is available.